Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an 8cm abdominal aortic aneurysm. The iliac arteries were tortuous and the aortic neck measured 2.1cm in diameter and 1cm in length. The pt had left renal artery stenosis and mild to moderate right renal artery stenosis. It was reported that 5 months post implant, the pt presented with back pain due to a ruptured aneurysm from a type 1 endoleak. The decision was made to implant an aneurx aortic cuff for treatment of the proximal type 1 endoleak as well as implant of a stent in the right renal artery. The pt was hemodynamically stable temporarily; however, became unstable shortly after. At this point the decision was made to remove all the stent grafts as well as the renal stent. A graft was sewn to the aorta and the blood pressure did not drop below 100, but the pt was fairly mottled and there were no dopplers in both feet. No further intervention was performed and the pt was taken tot he intensive care unit in critical condition to be intubated. The decision was made to support the pt and to institute comfort measures only should he suffer other deteriorations. Approx 2 weeks later, the pt expired due to respiratory failure secondary to sepsis.